Event description:
It was reported that the patient was unable to adjust their stimulation. The programmer displayed the "call your doctor" icon. The device was in a power on reset (por) condition. The por was cleared and the issue resolved.

Manufacturer narrative:
Lead model 3889-45, lot: v250519, implanted: (B)(6) 2009, explanted: na. Lead model 3889-45, lot: v250519, implanted: (B)(6) 2009, explanted: na. Lead model 3778-60, serial: (B)(4), implanted: (B)(6)2009, explanted: na. Extension model 3708220, serial: (B)(4), implanted: (B)(6) 2009, explanted: na. Recharger model 37752, serial: (B)(4). Programmer 37743, serial (B)(4). (B)(4).